Manufacturer narrative:
(B)(4). The patient was reported to be 150 cm (centimeters) tall. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The peritonitis was manifested by abdominal pain and turbid effluent. One day after onset, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was not reported. Treatment for the peritonitis event was not reported. Extraneal, physioneal, and nutrineal therapies were ongoing. Hospitalization was ongoing. The patient was recovering from the peritonitis. No additional information is available.